Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots and deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The development of blood clots do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots and deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages.

Manufacturer narrative:
Additional information provided on the patient profile form (ppf) indicated that the patient experienced blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The patient also reports to be experiencing mental anguish related to the filter. Information provided in the medical records indicated that the filter was placed due to extensive thrombosis of the left lower extremity deep veins and pelvic veins which propagated on anticoagulation. The filter was placed via the left popliteal vein and deployed in the infrarenal inferior vena cava. A contrast injection was performed and demonstrated extensive thrombosis of the popliteal, femoral, common femoral, and external iliac veins. The central left iliac vein is widely pain. Mechanical-pharmacological thrombolysis was then initiated. The patient tolerated the procedure well. The next day follow up was performed after 17 hours of tpa infusion, there was some resolution of thrombus in the popliteal superficial femoral common femoral and iliac veins however these were very irregular in their margins. More mechanical thrombolysis was performed as well as balloon angioplasty. Any residual thrombus was removed as much as possible however there was are irregularity of the margins of the veins suggesting there was chronic thrombus as well. The patient should be placed on anticoagulation as now these veins are patent. Approximately one month later a venous duplex ultrasound (u/s) of the left lower extremity was performed for complaints of pain and edema. Results noted occlusive thrombus present from the common femoral through to and including the popliteal vein in the left lower extremity. Approximately six weeks post implant the patient had an episode of syncope, a chest x-ray was performed and the impression noted a normal chest. Computed tomography (CT) scan of the head was performed and demonstrated a normal examination with no evidence of hemorrhage or infarct. A CT angiogram of the chest was performed for the same event and noted no active lung infiltrate, pleural effusion or pneumothorax, but small atelectasis is present in both lower lobes posteriorly. An MRI of the brain performed, at that time, showed no acute intracranial abnormality and paranasal sinus inflammatory disease. Mra of the brain showed an unremarkable vertebrobasilar system. An MRI of the cervical spine, during the same admission, showed, status post anterior cervical fusion at c6-c7 with a satisfactory appearance, small disc herniations with cord abutment and perhaps slight impingement upon the ventral margin the spinal cord at c3-c4 and spondylosis. Approximately four months and two weeks later a u/s was performed for follow up of edema and pain, results indicated persistent thrombus in the deep veins of the left lower cavity which remains occlusive in the superficial femoral vein. Approximately six weeks later another u/s was performed for follow up and the findings were consistent with chronic dvt involving the left common femoral, superficial femoral, and popliteal veins with collateral venous structures. No dvt in the right lower extremity. Approximately seven weeks later another follow up u/s was performed and noted that the findings are unchanged from the previous study. Approximately one month late another u/s was performed and was essentially unchanged from the prior scan, chronic dvt, non-occlusive. Approximately nine months and two weeks post-implant the patient had x-rays of the pelvis and lumbar sacral spine for complaints of pain. The imaging of the pelvis noted a calcific type of density adjacent to the left hip of uncertain origin, that may represent dystrophic calcification, a foreign body cannot be entirely excluded. Results of the lumbar sacral x-ray noted, an ivc filter is seen in place and moderated degenerative disc disease. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting, and/or occlusion of the inferior vena cava (ivc) and deep vein thrombosis (dvt). The patient is also reported to have experienced mental anguish related to the filter. The indication for filter placement was a history of previous deep vein thrombosis (dvt) with swelling and discomfort. The medical records indicated that there was extensive thrombosis of the left lower extremity deep veins and pelvic veins which propagated on anticoagulation. The filter was placed via the left popliteal vein and deployed in the infrarenal inferior vena cava. A contrast injection was performed and demonstrated extensive thrombosis of the popliteal, femoral, common femoral, and external iliac veins. The central left iliac vein is widely pain. Mechanical-pharmacological thrombolysis was then initiated. The patient tolerated the procedure well. The next day follow up was performed after 17 hours of tpa infusion, there was some resolution of thrombus in the popliteal superficial femoral common femoral and iliac veins however these were very irregular in their margins. More mechanical thrombolysis was performed as well as balloon angioplasty. Any residual thrombus was removed as much as possible however there was are irregularity of the margins of the veins suggesting there was chronic thrombus as well. The patient should be placed on anticoagulation as now these veins are patent. Approximately one month later a venous duplex ultrasound (u/s) of the left lower extremity was performed for complaints of pain and edema. Results noted occlusive thrombus present from the common femoral through to and including the popliteal vein in the left lower extremity. Approximately six weeks post implant the patient had an episode of syncope, a chest x-ray was performed and the impression noted a normal chest. Computed tomography (CT) scan of the head was performed and demonstrated a normal examination with no evidence of hemorrhage or infarct. A CT angiogram of the chest was performed for the same event and noted no active lung infiltrate, pleural effusion or pneumothorax, but small atelectasis is present in both lower lobes posteriorly. An MRI of the brain performed, at that time, showed no acute intracranial abnormality and paranasal sinus inflammatory disease. Mra of the brain showed an unremarkable vertebrobasilar system. An MRI of the cervical spine, during the same admission, showed, status post anterior cervical fusion at c6-c7 with a satisfactory appearance, small disc herniations with cord abutment and perhaps slight impingement upon the ventral margin the spinal cord at c3-c4 and spondylosis. Approximately four months and two weeks later an ultrasound (u/s) was performed for follow up of edema and pain, results indicated persistent thrombus in the deep veins of the left lower extremity which remains occlusive in the superficial femoral vein. Approximately six weeks later another u/s was performed for follow up and the findings were consistent with chronic dvt involving the left common femoral, superficial femoral, and popliteal veins with collateral venous structures. No dvt in the right lower extremity. Approximately seven weeks later another follow up u/s was performed and noted that the findings are unchanged from the previous study. Approximately one month late another u/s was performed and was essentially unchanged from the prior scan, chronic dvt, non-occlusive. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling/edema/bulging of the effected extremity(s). Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Blood clots and thrombosis within the filter do not represent a device malfunction. Without the procedural films or post-placement imaging and the limited information provided, the report of blood clots, clotting and occlusion of the inferior vena cava (ivc) filter could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Anxiety, pain and edema do not represent a device malfunction and may be related to underlying patient specific issues and/or the patient¿s medical history. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.